Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: · inventory review: the available units of this product code and lot number was reviewed, and verified to date there are no units in stock. · amount produced / imported: of this product code and lot number (B)(4) units were manufactured in total. · distributed quantity: the units manufactured were distributed to 6 clients of different nationals in the cities of: (B)(6); three exports were also made to (B)(6). · background: proceeded to review the claims database and verify that to date there are no incident reports related to this product code and lot number since its manufacture in 2015. Analysis of the sample (s): in the images received from the claimed suture it is evident that the suture is found without the sterilizing solution; it may be that this defect was caused by a failure during the manufacturing process, which can not be identified without the affected samples. This case was reviewed in 2012, when corrective action was taken and to date no more reports have been submitted for this cause, which shows that the actions were effective; this is considered an isolated case and will be found in the trend analyzes of this product class. Conclusions: complaint is justified.

Event description:
(B)(6). It was reported that the pouch had a leak in it. The box gave off a strong smell of alcohol.